Event description:
It was reported the high-definition lcd (liquid crystal display) monitor turned on and then turned off again after a short time. The issue occurred during a demonstration. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6.4 (problem code) from 1183 - no display/image to 4016-intermittent loss of power. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the event was confirmed and was due to a faulty printed circuit board. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the lcd monitor experienced no image. The issue occurred during demonstration. There were no reports of patient involvement.